Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by MFR: returned sample was evaluated: the nozzle was cracked and the lens was sticking out from the nozzle. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly. Dimensional check of top flange parts and nozzle tip wall were within specifications. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter +25.5 into the patient's eye, the surgeon decided to not use the lens. The reporter states that "when pushing down [the] top flange during setting, I felt a little resistance but continued the setting. Then nozzle was cracked from the tip and lens was stuck out from the cracked point." The lens was not used and there was no patient contact with this lens. This occurred on (B)(6) 2019.